Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedure was being performed in the pre-op area for an interscalene block. After the catheter was inserted into the pt, they attempted to attach the snaplock adapter. The catheter end that was being inserted into the snaplock adapter unraveled. As a result, a new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was fine.